Manufacturer narrative:
The customer cancelled the call, therefore, the system was never evaluated. No conclusions can be drawn.

Event description:
The customer reported the table failed to go up or down. No reports of pt injury.